Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced spontaneous reboot during normal operations. The customer will be purchasing new hard drives in order to mitigate this issue. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) experienced spontaneous reboot during normal operations.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations. The customer purchased new hard drives in order to mitigate this issue. No patient harm or injury was reported. Service requested / performed: troubleshooting: the customer was provided with 2 replacement hard drives, part # 9000006111a. Investigation summary: the root cause of the issue is considered to be hard drive failure. In this incident, the device had been in use for more than 2 years with no history of hdd replacement, and hard drive degradation is a high possibility. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations.